Event description:
It was reported that the customer had a high blood glucose level issue. Customer stated that they had a back-up plan. Customer's blood glucose level was 18 mmol/l. Customer's blood glucose level was not lowered after bolusing. Customer had a no delivery alarm during a bolus. Customer changed the complete set and reservoir. The pump settings, alarm history, and bolus history were reviewed. Customer was advised to change the entire set. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.